Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that during used of this smiths medical medfusion 4000 pumps, over infusing was noted. It was reported that the midazolam infusion programmed on the pump at a 1mg/1ml concentration with patient weight of 15.2 kg at an ordered infusion rate of .1 mg/kg.hr. The settings were to idv'd by nurse. A bolus dose was programmed at a .1 mg/kg dose to be administered over 30 seconds per verbal order by the physician and was also idv'd by the nurse. Approximately 10-15 minutes later, the pump alarmed that the syringe was empty. The nurse was notified, who then notified the physician. The patient remained intubated and stable throughout the event. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The visual examination of the device showed the device was in good condition. The device's event history log was downloaded and examined. The examination showed that on (B)(6) 2018 the infusion was programmed for infusion of midazolam. The event history log indicated that a bolus of midazolam was programmed to be delivered at a rate of 182 ml per hour. This bolus was to last 30 seconds, making the total delivery volume of 1.52 ml. According to the pumps ehl, the bolus did not stop until a "syringe empty" alarm was triggered. A total volume of 23.991ml was delivered. It was found that an interruption of a bolus, followed by priming, then a continuation of the bolus can lead to an over-infusion. Further evaluation and testing of other devices determined this issue (pump not switching from bolus dose rate to main dose rate) can occur if a specific sequence of events occurs prior to continuation of an interrupted bolus dose or loading dose. The sequence of events is as follows: a bolus was programmed, the bolus was initiated, the bolus was stopped, pump priming was performed, the bolus resumed. The programmed bolus infusion rate then continued beyond the specified bolus amount until the syringe was empty. The IFU provides detailed instructions for continuing an interrupted bolus without any reference to priming of the pump, an atypical sequence of events inconsistent with labeling and established clinical practice.